Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, needle filter 19x1-1/2 tw, foreign matter. The following was provided by the initial reporter: we previously used sterile filter needles ref 305200, and that material appeared to result in the lowest amount of intrinsic particulate observed during the reconstitution process.